Event description:
As reported by the edwards field clinical specialist, after successful deployment of an edwards sapien 3 ultra valve in the aortic position, an attempt was made to close with the perclose and it kept failing. The sheath was removed, and the vessel and bleeding was noted. Manual pressure was held, and a decision was made to perform a cutdown and repair the vessel. The vessel was torn at the bifurcation and patch was placed. The patient is stable. Of note, the operator accessed the right groin at the sfa bifurcation and was having difficulty with the perclose device working properly. The sheath and valve delivered well and with no issues. There was no allegation of any edwards device that caused the event. Ew reference number: case no. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).